Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log review was requested for a patient who has been having increased flow and powers. There were no unusual events seen within the log files. The log file started back on (B)(6) 2020 up to (B)(6) 2020 power and flows have remained constant throughout the log file. If this was higher than the powers and flows were before, it was recommended to monitor the patients vital signs and labs. There were some power cable disconnects while on batteries, which appeared to be an issue with the battery clips and batteries making contact. It was recommended to clean the battery clips and battery terminals. It was reported that another log file review was requested. The patient had a recent elevated t-bili, but no power issues. The inpatient team submitted log files to help rule out suspicion for pump thrombosis. The log file did not captured any unusual events and it appeared that the vad and peripheral equipment were functioning as intended. Pump power was stable throughout the log along with the pi. Thrombus had reportedly been ruled out as a suspected cause of the patient's increased flow and powers. There were no changes to the patient's condition or anticoagulation status that could have contributed to this event. There were no changes to pump parameters. The patient is stable. The plan of care for the patient is to watch and monitor for future alarms. The patient is stable and listed for transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Additionally, analysis of the log files provided by the account confirmed slight elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 7.8 watts were recorded throughout the log file on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that there was a notice increased in flow and power. According to the account, thrombus has been ruled out and the patient is stable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2013. The heartmate ii lvas instructions for use (IFU) document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. No further information was provided. The manufacturer is closing the file on this event.